Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported after firing correctly several times, the er320 quit advancing the clips and would not fire at all. The case was completed with another er320 successfully. There was no consequence to the pt.